Event description:
Pt was lying down on the cardiomd table. The pt repositioned himself and reached down grabbing the sides of the table to pull himself along. When he removed his hand from the edge of the table, the pt's finger got caught in a 1/2 inch between the cable pallet and the lower table cover. His left pinky caught the lower table cover, ripping his fingernail off his pinky from the root. The pt got off the table and had the doctor look at it. The doctor told him to wash it to make sure it didn't get infected. The following day an x-ray confirmed the pt's pinky was broken. (B)(4).